Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case the commander delivery system balloon ruptured during the deployment of the 23mm sapien 3 ultra valve. Deployment of the valve was successful with no pvl. The commander delivery system was removed from the patient without incident. The perceived root cause of the rupture was calcium in the stj. The delivery system will be returned for evaluation.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned after being used in the procedure, with the three-way stopcock attached. The proximal balloon shaft was kinked, likely due to packaging. None of the fine adjust or flex wheel was used. During visual inspection, the balloon burst was confirmed. The balloon had burst both radially and longitudinally. Images of the patient¿s anatomy were provided and showed calcification of the patient¿s sinotubular junction. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon met specification. Due to the nature of the complaint (burst balloon), no functional testing was able to be performed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other relative complaints. A review of complaint history from february 2019 to january 2020 for the edwards commander delivery system revealed additional returned complaints for ¿balloon ¿ burst¿. In these returned devices, the complaints were confirmed but no manufacturing non-conformances that would have contributed to the complaints were identified. The root causes identified, when able to be determined, were patient factors, procedural factors, or a combination of the two. The review of complaint data found that the complaint rate did not exceed the january 2020 control limit for the trend category ¿balloon burst¿. A review of the IFU, device preparation manual, and device training manual was performed. The operator is instructed to inspect all deice components for damage during unboxing and prepping the devices. The procedural training manual provides additional considerations during valve deployment: slow inflation during initial deployment may help with stability of the delivery system and thv during deployment, if considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Note that failure to use slow, controlled inflation and prescribed nominal inflation volumes may result in balloon rupture, and lead to patient death or serious injuries associated with difficulty retrieving the delivery system and surgical intervention. If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed from visual inspection of the device and the provided imagery. A manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. There was no mention of difficulty during device preparation and de-airing, indicating that this is not an out-of-box issue. Per the complaint event description, ¿the perceived root cause of the rupture was calcium in the stj.¿ the sinotubular junction was observed to be calcified in the provided imagery. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) factors liked contributed to the reported event. Since no edwards defect was identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.